Event description:
It was reported an angio-seal device was deployed post catheterization procedure. The pt returned to the hosp for a routine tee; during examination the physician was unable to palpate a pedal pulse. The pt had experienced intermittent pain for the past 4-5 days. A duplex ultrasound revealed an occluded femoral artery. The pt was emergently transferred to another hosp for surgical eval. The cath lab personnel and physician both stated they were denied follow up info as to the surgical findings and/or pt outcome. Attempts to obtain additional info have been unsuccessful.